Event description:
Customer reported malfunction on pump with code malf 16. There was no adverse impact to customer¿s blood glucose level. Tandem technical support arranged for a replacement pump and provided instructions for returning the malfunctioning device, including programming and connecting the replacement. Customer understood and acknowledged all instructions and would use multiple daily injections as backup therapy.